Event description:
It was reported that in the wedge position, the balloon lost air. The catheter was removed and the balloon was found missing. Possibly it got stuck inside the 8f sheath. No patient injury was reported. Before use they checked the balloon and everything was fine. Unfortunately, the sheath was discarded and therefore it could not be confirmed if the balloon fragments are inside the sheath. The patient was doing fine. As reported, there are no actions planned to "search" for the missing balloon. The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. Examination revealed that the balloon was torn off in the central area around the circumference of the balloon. The latex was visible on both proximal and distal bonds. Balloon latex was not returned with the catheter. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. The balloon damage reported was confirmed; the catheter was returned with the balloon torn off. There was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.